Manufacturer narrative:
Product ID: 3093-33, lot# v646604, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that new batteries were placed in the programmer and as soon as the antenna was placed over the implant, stimulation increased to 4v. Stimulation was too high for the patient and it was reportedly painful. The reporter indicated that the patient was bending over and was having trouble walking. Stimulation amplitude was decreased to 2.8v on program 2. This was reportedly comfortable, and the patient was able to walk. It was also noted that the patient never had therapeutic effect. The patient¿s device had reportedly never worked; she had to wear a pad all the time and was worried she was going to get a urinary tract infection. The patient couldn¿t get the device adjusted right to be as effective as the previous implant. It was noted that the patient wanted to increase stimulation because the patient had a return of symptoms and was leaking. It was unclear if the patient ever had therapeutic benefit. Follow-up with the patient¿s healthcare provider (hcp) indicated that the cause of the event was that stimulation was strong. Hospitalization was not required and the patient recovered without sequelae.

Event description:
Further information received reported that the patient had a loss of therapeutic effect and an overstimulation sensation. It was noted that the patient had a loss of bladder control following a replacement. It was further noted the location of the symptoms were the perineum. It was reported that the patient did not go back to see one of their health care provider's (hcp) because they "never had trouble than" and it has "just been since this last time." It was further noted that if stimulation was increased to the point where they "don't dribble allday long". They could hardly walk. It was noted the patient health care professional had always put the wires in on their right side, but this time, they put them on the left because the patient had more muscle tone on the left side than on the right side. It was further noted that if stimulation was increased to stop the symptoms, the patient couldn't "stand these pads anymore." The patient had stimulation at 3.0v the morning of day of report, but sometimes they couldn't stand it that high because it hurt too badly. It was noted that it felt like the hcp "stuck those wires right into my vagina and it hurt." It was noted this had been going on since the device was replaced in (B)(6) 2011. It was reported that the patient did not recall what settings the implantable neurostimulator (ins) was at when the wires were on the right. The patient believed they had 4 programs with "3 at the side and two at the top."